Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty placing the stent. The entire system including the guiding catheter were removed. It was noted after removal that the stent was frayed on the proximal end. No patient injury or complications occurred